Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the front of the 6x150mm smart control self-expanding stent (ses) did not open when pulling back to release it, however, with the use of quick pulling, the procedure was completed. The stent was noted to be partially deployed. The stent was not still constrained within the outer member/ sheath when removed from the tray. There was no reported injury to the patient. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or while flushing the stent delivery system. The target lesion was measured to be 6mm in diameter. The lesion was measured to be 130 millimeters in length. The lesion was noted to have moderate calcification. The lesion had a 60% stenosis. The vessel was noted to have mild tortuosity. There little thrombus present proximal to, at, or distal to the lesion site. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. A 6fr short non-cordis sheath was used with a non-cordis guidewire. A guide catheter was not used for the procedure. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. It was noted that the locking pin was not removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the sds flat and straight outside the patient. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the front of the 6x150mm smart control self-expanding stent (ses) did not open when pulling back to release it, however, with the use of quick pulling, the procedure was completed. The stent was noted to be partially deployed prior to use of quick pulling. The stent was not still constrained within the outer member/ sheath when removed from the tray. There was no reported injury to the patient. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or while flushing the stent delivery system. The target lesion was measured to be 6mm in diameter. The lesion was measured to be 130 millimeters in length. The lesion was noted to have moderate calcification. The lesion had a 60% stenosis. The vessel was noted to have mild tortuosity. There little thrombus present proximal to, at, or distal to the lesion site. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. A 6fr short non-cordis sheath was used with a non-cordis guidewire. A guide catheter was not used for the procedure. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. It was noted that the locking pin was not removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the sds flat and straight outside the patient. The device was returned.

Manufacturer narrative:
As reported, the front of the 6x150mm smart control self-expanding stent (ses) did not open when pulling back to release it; however, with the use of quick pulling, the procedure was completed. The stent was noted to be partially deployed. The stent was not constrained within the outer member/ sheath when removed from the tray. There was no reported injury to the patient. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or while flushing the stent delivery system. The target lesion was measured to be 6mm in diameter. The lesion was measured to be 130 mm in length. The lesion was noted to have moderate calcification and had a 60% stenosis. The vessel was noted to have mild tortuosity. There is little thrombus present proximal to, at, or distal to the lesion site. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. A 6fr short non-cordis sheath was used with a non-cordis guidewire. A guide catheter was not used for the procedure. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. It was noted that the locking pin was not removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the sds flat and straight outside the patient. The device was returned for analysis. A non-sterile ¿smart 120/150, vascular 6x150mm¿ was received coiled inside of a clear plastic bag. The part was unpacked for evaluation. Upon thorough inspection, three kinks were observed: one approximately 16 cm from the distal tip where the stent should be mounted, another on the ID band 123 cm from the distal tip, and the third on the steel hypotube 14 cm from the proximal end. The stent was fully deployed and not returned for analysis. The hemostasis valve was locked. No other significant details were observed. Dimensional analysis was not performed due to the kinks impeding proper measurements. Since the unit was returned fully deployed, only a simulated functional analysis was conducted to assess functionality. The hemostasis valve was unlocked, and the stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft fixed. The deployment process continued until the inner lumen was fully unsheathed. Despite the observed damages, the deployment mechanism performed as expected. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed as the unit was returned fully deployed, and the stent was not retuned for analysis. The exact cause of the reported events cannot be determined. The functionality of the deployment mechanism was simulated successfully on the device with no issues noted despite the damages noted. Upon thorough inspection, three kinks were observed on the device when returned; however, this defect was not mentioned in the event description and was likely related to shipping and/or handling factors as this did not impede the simulated functional analysis of the device. Therefore, based on the information available for review it is likely procedural and/or handling factors during device preparation may have contributed to the event reported. The exact cause of the issue experienced by the customer could not be determined. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the front of the 6x150mm smart control self-expanding stent (ses) did not open when pulling back to release it, however, with the use of quick pulling, the procedure was completed. The stent was noted to be partially deployed prior to use of quick pulling. The stent was not still constrained within the outer member/ sheath when removed from the tray. There was no reported injury to the patient. The product was stored and handled per the instructions for use. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or while flushing the stent delivery system. The target lesion was measured to be 6mm in diameter. The lesion was measured to be 130 millimeters in length. The lesion was noted to have moderate calcification. The lesion had a 60% stenosis. The vessel was noted to have mild tortuosity. There little thrombus present proximal to, at, or distal to the lesion site. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. A 6fr short non-cordis sheath was used with a non-cordis guidewire. A guide catheter was not used for the procedure. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. It was noted that the locking pin was not removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the sds flat and straight outside the patient. The device was returned.